Event description:
It was reported that the patient experienced intermittent shocking and jolting for the past six months prior to the date of the report. It occurred mostly while the patient was walking but sometimes when they sat down. The patient had been using adaptivestim. Impedances were checked and they looked ¿great¿. It was reported that the patient setting was at 1.85 volts for upright mobile and 1.75 volts for upright. They tried to turn stimulation up to 2.4 volts but the patient felt overstimulated. This was not the sensation she felt when she reported the shocking sensation. The patient was adjusted with another program, broadened the standing position and minimized the lying position. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported after the manufacturer representative met with the patient in (B)(6) 2014 the issue was re solved. The cause of the shocking/jolting was unknown and the manufacturer representative had not heard from the patient since.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).